Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a loss of capture had been observed on the right ventricular lead. The physician believed that the lead may have been damaged as a result of the patients anatomy. The lead was explanted and replaced.